Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a couple weeks of implant, the device exhibited both oversensing and undersensing, as well as noise. It was thought that the sensing issues would clear up within a month, and the device remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.